Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Device not returned.

Event description:
It was reported that the patient affected by osteonecrosis due to fracture of neck of femur was implanted wirh hip replacement in (B)(6) 1995. The patient underwent a revision surgery due to a aseptic mobilization on (B)(6) 2014.